Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep would be meeting with the patient on (B)(6) 2019 at 1pm pst to address the overdischarge and issue of the device not working. When trying to clarify the report of the scs (spinal cord stimulator) not working, the rep stated that they had just spoke to the patient over the phone and that it was difficult to communicate with them that way. They stated that they seemed to get easily confused with the device charger, patient programmer etc., and stated that they would take a look at everything on (B)(6) 2019. It was reported that the rep was not sure why the patient¿s device overdischarged at this time and that they would follow-up for more information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s overdischarge was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) on 2019-feb-19. It was reported that the rep had been in contact with the patient regarding the importance of keeping the implantable neurostimulator (ins) charged and the rep informed the healthcare professional (hcp) of the situation. The issue of the ins not working was specified as the patient¿s ins went into overdischarge due to them not charging it. The patient¿s husband was sick, so the patient was busy with that. It was unclear whether the therapy wasn¿t effective prior to the overdischarge. The rep completed two physician mode recharges (pmr), was able to clear the power on reset (por) message and was able to get the ins charging. She was yet to try the therapy again at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient claimed their spinal cord stimulator did not work and they let the ins go into an overdischarged state. It was reported that factors that may have led or contributed to the issue was the patient stopped charging. The rep left a voicemail with the patient to see if they could meet to perform a physician mode recharger (pmr) and to reprogram the device. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. It was reported that the event occurred in 2018. Additional information was received from a healthcare provider (hcp) requesting to schedule an appointment with a manufacturer representative (rep) to help troubleshoot with the patient. They stated that the patient reported it had been over a year since they had last used their device. It was stated they were not sure where the battery charger was. They stated that they may need an interrogation and equipment. Technical services transferred the caller to the national answering service to page a local rep to schedule and appointment. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative alleged an overdischarge occurred and noted that they completed one prm but still couldn't charge the ins and the recharger kept showing "reposition antenna". They tried to start another prm and the screen continued to show "reposition antenna" and they've already repositioned it several times and turned the dial. The last time the patient successfully charged was about 2 years ago. It was reviewed that multiple prms might be required and the representative was walked through successfully starting a prm. No further complications reported.